Event description:
It was reported that high impedance was observed on the atrial lead of an asymptomatic patient; all other electrical values were normal. On (B)(6) 2015 during a routine device changeout procedure, the lead impedance returned to normal values and remained implanted. The lead values were tested after the device changeout procedure occurred and were noted to be normal. The patient would continue to be monitored.